Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and the cause was not known. The ketone level was large. The customer went to the emergency room (ER) and was administered insulin and fluids. After a few hours, the customer left the ER in stable condition. A pump system check was performed and no device issues were identified. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider.